Event description:
Impedance readings > 10000 ohms and > 20000 ohms on all contacts was reported post implant. Per the implant physician, scar tissue was not an issue. Impedances were not tested in the or. X-ray indicated the lead appeared to be slightly pulled out of the connector block. There were shadows in the connector block that implied the electrodes were not lined up properly. It was recommended the lead be disconnected from the neurostimulator, wiped down, reinserted into the 0-7 electrode channel on the neurostimulator, then repeat impedances. Further investigation revealed the top channel (0-7) of the neurostimulator registered high impedances. The pt did not feel any stimulation. When the lead was placed in the bottom chanel (8-15), the device worked fine and the pt felt stimulation. The pt was doing fine.